Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The shaft has broken at the transition step forward of the handle. The shaft broke from excessive force being applied to it. Device history record review confirmed no abnormalities were reported with this lot during manufacture.

Event description:
It was reported when the physician placed pressure on the device, it broke at the base.